Event description:
It was reported through a journal article that two patients were revised due to recurrent dislocation. The acetabular component and femoral stem exhibited excessive or deficient anteversion, resulting in anterior and posterior hip prosthesis dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unk wagner stem. Unk ceramic head. G2: foreign - event occurred in turkey. G2: literature - akbulut, d., akgun, h., & coskun, m., (2025). Comparison of outcomes in total hip arthroplasty for unilateral crowe type IV hip dislocation with and without femoral shortening osteotomy: determining factors for shortening. The journal of arthroplasty, 2026 (41), 1473-1481. Https://doi.org/10.1016/j.arth.2025.09.030. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.